Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following fields were corrected with additional information: " initially this caused 13 false positive results, cleaning got rid of the issue temporarily but the contamination and subsequent false positives have returned."

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following fields were corrected with additional information: " initially this caused 13 false positive results, cleaning got rid of the issue temporarily but the contamination and subsequent false positives have returned."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "environmental contamination". Customer reported that they have a cryptosporidium in lab. Customer performed cleaning and the issue was resolved temporarily, but the contamination has returned and results have reflected it. Application specialist discussed with the customer environmental monitoring and decontamination procedure. After the customer cleaned the customer, the issue was resolved and did not return. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 06may2021 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No sample were returned for investigation, therefore sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed due to the issue being due to workflow. H3 other text : see h10.